Event description:
Event description boston scientific received information that this pacemaker was reported to be having a loss of capture. The patient was hospitalized at this time. A health care professional contacted technical services to page a field representative to come and interrogate the device to confirm the device behavior and the loc. The patient's family member also contacted technical services for assistance in looking up information on her mother's device.